Manufacturer narrative:
The technician found the right side rail end tube was broken most likely due to abuse. The technician replaced the right side rail end tube to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right side rail is not latching. The bed was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).